Event description:
It was reported that the system 9800 displayed dark images in auto mode making image interpretation difficult. Operator continued to use the system. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All system functions were checked and found to be within specification. The system was tested and found to be working as intended and placed back into service.